Manufacturer narrative:
It was reported that the hl 20 unit displayed "belt slip" error message during checking of the machine. No harm to any person reported. A getinge field service technician (fst) was onsite and investigated the unit in question on (B)(6) 2022. The problem was resolved by replacing the optical tacho board. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure "error message: beltslip" could be confirmed. The affected optical tacho board was not available for further investigation. Therefore no technical investigation could be performed. A getinge product specialist (life cycle engineer) was consulted. A dirty foil or a defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Device was manufactured in 2011-05-31. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2011-05-31 to 2022-01-28. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl 20 unit displayed "belt slip" error message during checking of the machine. No harm to any person reported. Complaint ID #(B)(4).